Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. Patient presented to the hospital with a head laceration after having syncopal episodes. Upon device interrogation, pacing device showed episodes of ventricular tachycardia which failed to pace and shock the patient in correlation with patient¿s syncopal episodes however the patient did not feel the shock. Patient was given medication which reduced ventricular tachycardia episodes and the medication was changed from IV to oral. No further information available.

Event description:
Patient was hospitalized due to the device failing to pace and shock the patient appropriately however there is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.